Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded. The patient alleged to experience anaphylactic shock, nasal / throat irritaion and soreness, difficulty breathing, lightheadedness, dizziness, headache. There was no medical intervention required by the patient. The reported event of anaphylactic shock, nasal / throat irritaion and soreness, difficulty breathing, lightheadedness, dizziness, headache and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did receive medical intervention. A correction to b5 was made and should be: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged anaphylactic shock, nasal / throat irritaion and soreness, difficulty breathing, lightheadedness, dizziness, headache. The patient required epipen in response to the reported event. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop anaphylactic shock. The patient required epipen in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.